Manufacturer narrative:
The device was received by (B)(4). (B)(4) is the importer of the device. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that "the applier will not open". No injury or medical intervention occurred. There was no additional info provided.